Event description:
It was reported that the user disconnected from the ilet for about one hour and also overfilled the cartridge, resulting in insulin leakage into the ilet chamber and no insulin delivery through a 23 in, 6 mm infusion set, which corresponded with a blood glucose elevation to 261 mg/dl for approximately one hour without back-up therapy or ketone testing. Symptoms included hyperglycemia without associated clinical sequelae. Outcomes included no medical intervention, no hospitalization, and no persistent impairment. Investigation included customer support troubleshooting and education, guidance to clean leaked insulin from the device chamber, and assistance with a full supply change. Investigation of this case revealed improper cartridge fill and an infusion set connection issue that led to interrupted insulin delivery. It was concluded that user handling contributed to the event, and product replacement of a bent clip was arranged.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.